Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of angina is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use as a known patient effect(s). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest distress and pain. Coronary angiography showed three vascular lesions, a 2.5 x 28mm xience xpedition stent was implanted in the proximal right coronary artery (rcs) with 90% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2018; the patient returned to the hospital with chest pain. Medication was given and the symptom was resolved. No angiography was performed. Per physician, the relationship between the event and the device is unknown. No additional information was provided.